Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 19. Details of surgery: ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and increased sensitivity. No further patient complications were reported.